Event description:
It was reported that impedance testing performed on the parkinson's disease patient¿s left implantable neurostimulator (ins) found ¿high¿ impedance values on unipolar electrodes 0, 1, and 2 of 2116 ohms, 2257 ohms, and 2348 ohms respectively. It was further reported the impedance value for unipolar electrode 3 was 2116 ohms at the time of measurement. The cause of the impedance issue was not determined. The patient¿s right ins impedance values were found to have had ¿no problem¿ at that time. X-rays performed on the patient indicated ¿the leads on both sides were not out of alignment.¿ while it was initially suggested the patient be reprogrammed, the physician had reportedly ¿already tried that.¿ the settings at the time of the impedance measurement ¿showed the most improvements for the symptoms, so the stimulation position was not changed.¿ there were ¿no¿ health hazards to the patient from the event. The patient¿s ¿therapy was ongoing without problem¿ as of 20 days after initial report. The patient was reportedly receiving effective therapy as of 29 days after initial report, while the ins remained implanted. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the parkinson¿s disease patient experienced ¿tremors in the right upper and lower limbs¿ that were ¿becoming stronger.¿ interrogation of the patient¿s implantable neurostimulator (ins) displayed the end of service (eos) message and showed the remaining battery power was at 2.38v. It was noted the ins eos ¿occurred before the ins battery level reached the stipulated eos value.¿ impedance testing was performed at 0.75v and ¿both of them (the lead and ins) displayed a high impedance.¿ unipolar electrodes 0, 1, and 2 were found to be out-of-range with impedances of 2320, 2110, and 2143 ohms respectively, while bipolar electrode pair 0-2 had an out-of-range impedance of 4079 ohms. It was noted the patient¿s device was set to a unipolar setting utilizing electrode 3 and had a therapy impedance of 1196 ohms. The patient did not want to undergo any further interrogation of their device at that time, so communication with the ins was discontinued. A head x-ray was performed due to the concern of a possible disconnection/fracture or short circuit, but ¿no abnormalities¿ were found. It was ¿unknown¿ what may have caused the issue, though it was noted that ¿perhaps some kind of ins or electrode trouble had occurred.¿ the issue remained unresolved at the time of initial report. The patient¿s ins was replaced on (B)(6) 2016. It was noted that only an ins replacement had been scheduled and that if the lead and adapter impedances were measured without any problems that they would continue to be used. Please note that review of this MDR and/or additional information received indicated this event has also been previously reported through regulatory report #3004209178-2016-07879. No further event information will be reported through regulatory report # 3004209178-2016-07879; please continue to see this report for any additional event information.